Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. It was reported that the lead had dislodged. When the lead was attempted to be repositioned the helix would not retract. The lead was tested outside of the body and no extraction was able to be completed. The physician used 6-8 turns at 1 turn per second. No adverse patient effects were reported. This report was created due to laboratory findings.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix. The clinical observation of dislodgement was unable to be confirmed. There were no findings that would have lead to dislodgement observed during analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.